Event description:
The patient's knee was revised due to possible poly wear. The sales rep was not present for the revision and was alerted by the surgeon.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown size 11 scorpio poly. It was noted that the surgeon and hospital will not provide any further information or documentation. Therefore exact cause of the event could not be determined because insufficient information was provided. Not available.